Manufacturer narrative:
D3 - updated. H3 and h6 ¿ updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the plastic piece of her infusion site disconnected from the cleo 90 adhesive patch. Insulin leaked in between adhesive patch. There was patient involvement, and no patient injury.